Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed an extrinsic outflow graft obstruction. (B)(6) was returned with the pump cable severed approximately 4¿ from the pump header. Two additional portions of the pump cable, measuring approximately 1.5¿ and 3.5¿, were returned adhered to biological tissue surrounding the sealed outflow graft and bend relief. The remaining distal portion of the pump cable and modular cable were not returned. The sealed outflow graft had been severed approximately 2¿ from its hardware and was returned attached to the pump cover outlet port. The sealed outflow graft bend relief had been severed approximately from its hardware and was returned engaged to the graft attachment. The remainder of the sealed outflow graft and bend relief material was returned. The outflow graft clip was returned properly seated over the sealed outflow graft hardware. The cuff lock had been disengaged prior to the pump¿s return, and the apical cuff was not returned. A lengthwise, ridge-like crease in the 2¿ outflow graft segment was observed from the outflow graft hardware to its distal end. Upon removal of the bend relief, a larger accumulation of smooth tissue growth between the exterior of the graft and interior of the bend relief had filled in and formed over the crease, suggesting that the graft had been distorted for an undetermined amount of time while (B)(6) was supporting the patient. The lumen of the sealed outflow graft revealed no evidence of developed or adhered depositions or thrombus formations. Although the evaluation could not determine a specific cause for the observed outflow graft distortion or a duration of time for which it was present, the graft distortion did not appear extensive enough to have caused or contributed to a flow or functional issue as no alarms were reported in association with this event. Furthermore, review of the retrieved log files showed no downward trend in pump flow or notable flow issues prior to the patient's transplant. Examination of the device's remaining blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured events consistent with the patient¿s reported transplant surgery. The retrieved data appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2023. The patient had a suspected partial outflow graft occlusion due to external compression of the outflow graft caused by the accumulation of serous material between the outflow graft and the bend relief. Computerized tomography revealed the external compression of the outflow graft.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.